Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during fill 3 of 4 on the homechoice machine(hc). The home patient(hp) stated that the heater bag is not connected all the way to the heater line. The technical service representative (tsr) assisted the hp to cycle power on the hc. The tsr assisted the hp to cycle power. The hc proceeded to "press go to start". There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the fill stage 3 of 4, where the home patient stated that the heater bag is not connected all the way to the heater line. This complaint is confirmed and the root causae was a loose connection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.